Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Multiple asahi and non-asahi products were used in this study; however, how each mentioned product had caused or contributed to adverse events was unable to be determined based on the limited written information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with these events. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) The microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.) [Malfunction and adverse effects] death, perforation of blood vessels, infarction, ischemia, vascular occlusion.

Event description:
It was reported through literature that asahi products: sion guide wire, sion blue guide wire, sion black guide wire, suoh 03 guide wire, fielder xt-r guide wire, corsair pro microcatheter, corsair pro xs microcatheter and caravel microcatheter might have caused or contributed to adverse events such as vessel perforation. Publication: catheter cardiovasc interv; 103(1): 1-11, 2024 01. Title: applicability of j-cto channel score to predict microcatheter tracking during retrograde percutaneous coronary intervention of chronic total occlusions: insights from the surfing micro registry. Excerpt: 2 / materials and methods 2.1 / study design and population from april 2017 to august 2021, all consecutive patients undergoing a retrograde cto-pci with at least successful cc tracking by guidewire were retrospectively included from two high-volume italian cto programs (policlinico university hospitals "g.rodolico-san marco," catania, italy and rivoli hospital, turin, italy). Inclusions criteria were: (I) at least a retrograde attempt during the cto-pci; (ii) successful cc tracking by guidewire followed by microcatheter tracking. 3 / results 3.1 / patient population a total of 494 patients undergoing cto procedures in the study period were screened, and 189 (38%) patients had at least a retrograde attempt with successful cc tracking by a guidewire, fulfilling the inclusion criteria for this study. Patients were predominantly male (88%), with a mean age of 64 ?} 9 years. The mts and mtf groups included 164 and 25 patients, respectively. Baseline characteristics were generally well balanced between the two groups, except for higher age, prior mi, and familiarity of cad in the mts group. 3.2 / procedural characteristics the microcatheters most commonly used were corsair pro, caravel and corsair pro xs (supporting information s2: table 2 and figure s1). According to collateral types and microcatheters characteristics, corsair pro (64.4%) and caravel (77.5%) were the most used microcatheters for septal and epicardial, respectively. 3.3 / outcomes procedural success occurred in 86.8% of patients with significantly difference between the mts and mtf groups (93.9% vs. 40.0%, p < 0.001), while the incidence of the in-hospital mace (6.1% vs. 16.0%, p = 0.078) did not differ significantly between the mts and mtf groups. Procedural complications occurred in 6.3% of patients, with a significant difference between the mts and mtf groups (3.7% vs. 24.0%, p < 0.001). This difference was driven by an increased rate of collateral perforation (20.0% vs. 3.0%, p < 0.001), cardiac tamponade (8.0% vs. 1.2%, p = 0.028), and emergent cardio-surgery (4.0% vs. 0%, p = n/a). Table 1 baseline characteristics. Total 189, mts 164 (87%), mtf 25 (13%) [baseline patient characteristics] age (years)--- 64.11 ?} 8.6, mts/64.85 ?} 7.9, mtf/59.20 ?} 10.8, p value/0.002 height (cm)--- 169.51 (155-183), mts/169.50 (155.00-183.00), mtf/169.70 (160.00-180.00), p value/0.857 weight (kg)--- 76.80 (57-120), mts/76.40 (57.00-120.00), mtf/79.65 (60.00-110.00), p value/0.191 bmi (kg/m2)--- 26.7 (20.76-40.40), mts/26.55 (21.00-39.00), mtf/27.70 (20.80-40.40), p value/0.133 gender (male)--- 166 (87.8%), mts/142 (86.6%), mtf/24 (96%), p value/0.180 [procedural characteristics] retrograde wire--- p value/0.057 sion regular--- total/58 (30.7%), mts/52 (31.7%), mtf/6 (24%) sion blue--- total/22 (11.6%), mts/22 (13.4%), mtf/- sion black--- total/31 (16.4%), mts/23 (14.0%), mtf/8 (32%) suoh 03--- total/62 (32.8%), mts/52 (31.7%), mtf/10 (40%) fielder xt-r--- total/16 (8.5%), mts/15 (9.1%), mtf/1 (4%) table 2 outcomes of interest. Total 189, mts 164 (87%), mtf 25 (13%) [clinical outcomes] procedural success--- total/164 (86.8%), mts/154 (93.9%), mtf/10 (40%), p value/<0.001 in-hospital major cardiovascular and cerebrovascular events--- total/14 (7.4%), mts/10 (6.1%), mtf/4 (16%), p value/0.078 in-hospital death--- total/2 (1.1%), mts/1 (0.6%) , mtf/1 (4%), p value/0.123 myocardial infarction--- total/11 (5.8%), mts/8 (4.9%), mtf/3 (12%), p value/0.157 ischemia-driven revascularization--- total/0 (0%), mts/0 (%), mtf/0 (0%), p value/- sion: MFR report #: 3003775027-2025-00067, sion blue: MFR report #: 3003775027-2025-00068, sion black: MFR report #: 3003775027-2025-00069, suoh 03: MFR report #: 3003775027-2025-00070, fielder xt-r: MFR report #: 3003775027-2025-00071, corsair pro xs: MFR report #: 3003775027-2025-00073, caravel: MFR report #: 3003775027-2025-00074.